Event description:
There were no reports of patient involvement.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the final investigation and due to some corrections required. Updated fields: d8, d9, h2, h3, h4, h6, h11. Corrected fields: a2 - dob null, a2 - age units (patient), a4 - weight units (patient), a5 - ethnicity, a6 - race, b6 - relevant test/laboratory data and b7 - other relevant history. Changed ni to na. B5 - describe event or problem and h6 - health effect - impact code. The device was returned to olympus for inspection and the reported failure was not confirmed. In addition, the following reportable malfunction was identified during the device evaluation: dust found inside the equipment. Based on the results of the investigation, a definitive root cause of the reported issue could not be determined. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported that the subject device processors display not getting on. The issue occurred during diagnostic set up / inspection for use (during set up in room / before patient in room). There were no reports of patient harm.